Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "that during low anterior resection procedure with the patient in the operating room, there was an endoscope configuration error on the tower after connecting the endoscope. There was also an "arm error". The tower was restarted to resolve the endoscope error and the arm was restarted to resolve the arm error. There was a 1 hour delay so the procedure was converted to laparoscopic. There was no injury to the patient". Due to the delay of one hour and convert to laparoscopic, a report is required.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. This event is filed under internal complaint ID (B)(4).